Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The device had minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error. The customer stated that their insulin pump was from (B)(6). The customer removed the battery but the anomaly persisted. The customer's blood glucose was unknown. Nothing further was reported.